Event description:
It was reported that the device was in place in the pt's knee. When the device was turned on, metal shavings started to come off the device. It was immediately removed from the pt. The pt's knee was flushed out to remove the metal shavings.

Manufacturer narrative:
Final device investigation of the shaver no metal shavings noted in the device or in its returned packaging when viewed under magnification. No external damage was noted on the device. The device was sprayed with ipa and inspection of the residual collected on the cloth revealed no debris. The inner shaft of the device had some deep scoring indicative of metal removal. The cutting area of the instrument appeared to be in good condition with no broken or damaged teeth. The device passed all functional tests.